Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp device (which is associated with the demise outcome) is one of three devices associated with the event. Refer to the related manufacturer report numbers as noted in section h10 for the medical device reports for the automated impella controllers. This event describes transfer failure of the automated impella controllers. There was no report or indication of significant hemodynamic decompensation. The patient was noted to have remained stable. The impella cp pump, its positioning was suboptimal, and it was noted patient developed hemolysis. Given the details of the case dissociation cannot be made although the patient¿s underlying condition appears to have contributed more to the demise outcome (cardiogenic shock, hematoma/bleeding from fall injury and ejection fraction of 5%-10%). Instructions for use for the related event are as follows: impella cp with smartassist system: section potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section use of echocardiography for positioning of the impella catheter - ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section impella catheter too far into the left ventricle - ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section hemolysis - ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and developed hemolysis and encountered pump detection issue with the automated impella controllers (aic). The patient would eventually expire. The patient required c-pap for over 24hrs but continued to decompensate overnight, was intubated and was sent to catheterization lab for an emergent catheterization. The impella cp was implanted for protected percutaneous coronary intervention, which was completed. However, during the pci, the physician was unable to cross the proximal left anterior descending occlusion. The pci was paused for shock call. The decision was made to cannulate for venoarterial extracorporeal membrane oxygenation (va ECMO). Penumbra was used and the occlusion was ballooned, and one drug-eluting stent was implanted. After the pci, the peel-away sheath was removed, touhy-borst locked at 91cm and grin was dressed, dry and intact. The patient was sent to the unit on ecpella (ECMO and impella) support. The following day it was noted that the impella was repositioned with point-of-care ultrasound for an alarm in left ventricle. Hemolysis complication was noted and consequently, the impella catheter was pulled back 1cm. Of note, placement signal alarm was disabled for frequent placement signal low alarms occurring. However, the impella position still appeared to be malpositioned, caught in the mitral apparatus and sitting deep at 6 cm. Patient care note unrelated to the impella, noted the patient continued to require blood products related to the at home fall injury. Heparin was placed on hold and possible surgery was noted for the left flank hematoma/bleed. It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient. Ecpella support continued and the next day ECMO was weaned to 3800rpm/3.7l/min. P level increased to 4, flow 2.5l. Drips were weaned downed. Surgical consultation did not require intervention for hematoma/bleed. The patient received one unit of red blood cells over the night. Of further note, the placement signal alarm was enabled again. Ecpella support continued. Two days later echocardiogram showed ejection fraction improvement 5% to 10-20%. The impella was still angled towards the mitral valve but less than initial implant. Inlet at 4.7 cm from aortic valve. Plasma free hemoglobin at 10mg/dl and alanine aminotransferase down trending was noted. Low dose heparin drip was started. Intros adjustment was noted. Also noted was that the patient experienced another vt storm overnight with torsades and received one shock from implantable cardioverter defibrillator. Support continued with target for heart recovery versus transfer for potential left ventricular assist device (lvad). Ecpella support continued and three days later [(B)(6) 2025] ventricular tachycardia and supraventricular tachycardia was noted through the day and over the night. Now transplant versus lvad work up started. The following day, ganglion block was placed to help control ectopy. This day the aic had to be switched out and when the nurse attempted to switch out the aic from the outside hospital console, pump not detected was encountered. When white cable was plugged in to aic ic 9571, instead of restarting the pump on current setting on the new aic it went to ¿spike dextrose bag¿ screen. Because it did this, the care team switched it back to the original aic ic 5269, and when the white cable was plugged back into aic ic 5269, it did the same thing. Therefore, to avoid pump being off for any longer, the nurse continued through the spike/prime purge menu and impella restarted on auto as if it were a new impella cp case. The device was restored to previous p-level and patient stable. The following day palliative care was discussed; the patient was not a candidate for transplant or lvad. The patient would subsequently expire.

Manufacturer narrative:
E.1 added zip code extension as it was omitted from the initial report that was submitted. Medical safety reviewed the event. The patient presented in a decompensating state and was shocked 10 times for ventricular tachycardia. The patient presented with non-st-segment elevation myocardial infarction (nstemi). The patient would eventually expire on support. The palliative care was discussed. The patient was not a candidate for transplant or left ventricular assist device (lvad). The patient had additional support in the form of veno-arterial extracorporeal membrane oxygenation (va ECMO), and experienced complications related to an at-home fall injury and was in a poor state. The impella was there to support the patient. The patient expired and the impella may have contributed to the patient's demise given the hemolysis and positioning issues encountered (thus may have added to an already complex situation or compounded the situation to where the patient actually expired). Regarding automated impella controllers (aics) the events describe failure of the pump to be detected by the aic resulting in an alarm. The original aic was reconnected with the same outcome. However, to avoid the patient being off the pump longer, the nurses continued through the spike/prime purge mean and restarted the pump on auto as if it was a new case. Although interruption in support, it appears the patient expired for reasons unrelated to the aics (as noted above). The aics malfunctioned and contributed to the patient's implant experience event and should be reported as a malfunction type of reportable event. Related medical device reports: this impella cp device (which is associated with the demise outcome) is one of three devices associated with the event. Refer to the related manufacturer report numbers as noted in section h10 for the medical device reports for the automated impella controllers. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The following investigation outcomes was noted for the adverse event(s) and device malfunction(s): hemorrhage/bleeding: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood/hemolysis: as per the clinical details, hemolysis was reported during concerns about pump position. Data log shows fluctuations in placement signal, with drops and increases in amplitude for some time during the hemolysis event. Several pump position in aorta alarms were reported, with placement signal disable activity. No position-related issue was noted after the morning of 09-sep, and the device was utilized for another 10 days. The cause of the hemolysis issue was most likely improper positioning, based on data log review and provided clinical details. Device in wrong position: the cause of the positioning issue was not determined since the product was not returned for investigation, and sufficient clinical information was not provided. Pump not detected: as per the clinical details, the pump automatically reinitiated to the original case start steps after switching to the transfer console. The doctor switched back to the previous console, and the same issue with case start was repeated. The doctor followed all the steps, and the pump was restarted. Long term log confirms that the case start was initiated on aic 5269, and the case start was reinitiated while switching to aic 9571 on the 9th day of support. The console was switched back to aic 5269, carrying the same reported case start steps as uninitiated pump, and the pump was able to start after following the case start sequence. The log was reviewed on aic 5269 and confirmed that the first case start was initiated after insertion of the purge cassette. Pump plug connection was recorded after the "step 3: connect impella catheter" notification. There was an eeprom read error and an "impella defective (error reading eeprom)" alarm was issued. The pump was unplugged and replugged, with no initializing data recorded. There was a case start cancel notification; however, the priming steps were successfully performed and the pump was started. After 8 days into the case run, the pump was switched to console aic 9571 and the pump read as uninitialized, resulting in a repeated case start. The same issue occurred when the pump was switched back to console aic 5269, and the pump was restarted after the doctor followed the case start priming steps again. The cause of the pump not detected was related to eeprom corruption. H6 investigation type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Correction: complaint file coding for device problem codes was updated to add a better described code to go along with the other codes that were previously submitted for the reported event.